Event description:
It was reported to st. Jude medical that the patient presented to the clinic with another complaint, when a pulmonary problem and slow vt was observed. The physician tried several external cardioversions (about 10) but the ICD was not responding due to the ICD program. Attempts were made to manually shock the patient but a message was received indicating that the capacitors would not charge due to the battery voltage. Vt was terminated with medication. The patient remained in the hospital overnight. On the next morning the patient had four sequential shocks and expired. The physician believes the cause of death to be pulmonary related but would like to have the ICD and lead evaluated, as he is unsure.